Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and was not able to replicate the issue. Fse did not find any issues with the system. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the instrument disengaged from universal surgical manipulator (usm) 1. The operation room team recovered by removing and reinstalling the instrument on the same arm. The caller highlighted the surgeon's reluctance to use the system again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: or team attached the instrument on arm1 again and the issue was resolved. The procedure was completed robotically, and with the same configuration prior to the fault. There was no delay to the surgery and no harm or injury to the patient. The field service engineer (fse) visited the site and made tests with the arm and the instrument. There was no issue with the instrument and nor the arm.